Event description:
It was reported that the patient presented in clinic with a ventricular fibrillation episode. Upon interrogation, there was a vf episode with aborted shock due to post sensed t-wave oversensing exhibited on the implantable cardioverter defibrillator. Programming changes were made and the patient will be followed normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that an asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited post sensed t wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored electrogram. Programming changes were made.